Event description:
It was reported that during the surgery the pcls broken in the pt. There was difficulty in extracting the broken part off the pt. The surgery was completed successfully. Notes: reopened on (B)(6) 2013: as part of a correction action which was initiated on the (B)(6) 2013 (see CAPA (B)(4)). This complaint has to be reported to the FDA retrospectively.

Manufacturer narrative:
The affected device has been received and investigated. No adverse trend has been identified for this issue. The quality records indicate that these components met all requirements to perform as intended. During surgery the awl broke apart with the reamer remaining inside the femur. The surgeon had difficulties extracting the reamer from the pt. The weld connection is broke and the two rods were completely broken apart. There are minor scratches on the reamer and minor dents on the handle. Based on the given info and the results of the investigation, we could identify a root cause for this issue. The design of the handle has to be optimized. Furthermore appropriate corrective actions were already initiated. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).